Manufacturer narrative:
A ge service representative performed an onsite investigation. The ada pin on the lemo connection was evaluated and repaired. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was intermittently locking up or intermittently failing to boot. No patient serious injury or death was reported related to this event.